Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. The most recent information was received on 13-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, belt-type pain") and heavy menstrual bleeding ("very heavy periods") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of uterine fibromyoma and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2015, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), thoracic outlet syndrome ("thoracic outlet syndrome on the right"), headache ("headaches, occipital half-helmet pain"), pain in jaw ("pain with right mandibular irradiation"), visual impairment ("visual disturbances") and pain in extremity ("pain in the right calf"). On (B)(6) 2023, she experienced allergy to metals ("allergic to chromium"). The patient was hospitalised from (B)(6) 2023 for an unknown duration. The patient was treated with surgery (essure removal and total hysterectomy with bilateral salpingectomy (ovarian preservation)). In 2023, the heavy menstrual bleeding, thoracic outlet syndrome, headache, pain in jaw, visual impairment and pain in extremity were resolving. At the time of the report, the pelvic pain and fatigue had not resolved. The reporter considered allergy to metals, fatigue, headache, heavy menstrual bleeding, pain in extremity, pain in jaw, pelvic pain, thoracic outlet syndrome and visual impairment to be related to essure administration. The reporter commented: patient¿s current status: hysterectomy and bilateral salpingectomy on healthy organs. No complications. Recovering. Fatigue. Belt-type pain. "No allergen testing was done before implants were placed. It turns out I'm allergic to chromium.it took a long time to link my symptoms to the essure implants. All these years I have experienced real therapeutic wandering that caused me great distress and a loss of confidence in medicine. I requested my medical records from the hospital where I was fitted with the implants. The file did not reach me. Therefore, I do not have the insertion report or the references of the equipment inserted. The references of the equipment inserted were not provided at the time of insertion." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Allergy test] on (B)(6) 2023: allergy to chromium that contraindicates its use, including in a medico-surgical environment. [Pathology test] on (B)(6) 2023: extract from the histopathological study. This hysterectomy piece concerns a uterus of 70 g. The open body measures 6.5 x 5.5 x 3 cm and the cervix (collar) 2.7 x 2.5 cm. The tubes measure 7 and 7.5 cm. Presence of essure in each tube. A myomatous nodule measured at 2.2 cm is observed in the section. Conclusion; minimal adenomyosis, quiescent endometrium, benign uterine fibroleiomyoma, cervix without dysplastic lesion, tubes are unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain, belt-type pain") and heavy menstrual bleeding ("very heavy periods") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of myoma and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criteria hospitalisation and medically important), fatigue ("fatigue"), thoracic outlet syndrome ("thoracic outlet syndrome on the right"), headache ("headaches, occipital half-helmet pain"), pain in jaw ("pain with right mandibular irradiation"), visual impairment ("visual disturbances") and pain in extremity ("pain in the right calf"). The patient was hospitalised from (B)(6) 2023 for an unknown duration. The patient was treated with surgery (essure removal and total hysterectomy with bilateral salpingectomy (ovarian preservation)). On (B)(6) 2023 she experienced allergy to metals ("allergic to chromium"). In 2023, the heavy menstrual bleeding, thoracic outlet syndrome, headache, pain in jaw, visual impairment and pain in extremity were resolving. At the time of the report, the pelvic pain and fatigue had not resolved. The reporter considered allergy to metals, fatigue, headache, heavy menstrual bleeding, pain in extremity, pain in jaw, pelvic pain, thoracic outlet syndrome and visual impairment to be related to essure administration. The reporter commented: patient¿s current status: hysterectomy and bilateral salpingectomy on healthy organs. No complications. Recovering. Fatigue. Belt-type pain. "No allergen testing was done before implants were placed. It turns out I'm allergic to chromium. It took a long time to link my symptoms to the essure implants. All these years I have experienced real therapeutic wandering that caused me great distress and a loss of confidence in medicine. I requested my medical records from the hospital where I was fitted with the implants. The file did not reach me. Therefore, I do not have the insertion report or the references of the equipment inserted. The references of the equipment inserted were not provided at the time of insertion.". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Allergy test] on (B)(6) 2023: allergy to chromium that contraindicates its use, including in a medico-surgical environment [pathology test] on (B)(6) 2023: extract from the histopathological study this hysterectomy piece concerns a uterus of 70 g. The open body measures 6.5 x 5.5 x 3 cm and the cervix (collar) 2.7 x 2.5 cm. The tubes measure 7 and 7.5 cm. Presence of essure in each tube. A myomatous nodule measured at 2.2 cm is observed in the section. Conclusion; minimal adenomyosis, quiescent endometrium, benign uterine fibroleiomyoma, cervix without dysplastic lesion, tubes are unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.